Event description:
Pt reported that after using the solution she had white cloud in the right contact lens. Pt used protein remover but could not clear contact lens. Left contact lens was affected with the same problem.